Event description:
It was reported that customer received a button error alarm. Customer reports that esc button was unresponsive. Customer also reports of having battery longevity issues. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube and broken belt clip slot.